Event description:
It was reported the patient was not receiving effective therapy due to high impedances. As such, the lead was explanted and replaced to address the issue and another lead was added. The investigation did not determine which lead had high impedances.

Manufacturer narrative:
Date of the event is estimated. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial: (B)(6) , batch: a000130846.